Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error: user error: installing the implant too deep.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2020 where three implants were installed. The patient's si joint pain resolved but complained of right leg pain few days later. The surgeon determined that the superior positioned implant was impinging on the neuroforamen. In (B)(6) 2020, the surgeon performed a revision procedure where he pulled back, but did not remove, the superior positioned implant a few millimeters after using chisels to free it from the bone. No other preexisting implants were adjusted or removed. The status of the patient following the revision procedure is not known.